Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing set was cracked at the collar used to tighten the leur lock connection. This was discovered after the baby was transferred back to the crib, the tubing had not been adjusted and or disconnected.